Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient has cancelled their explantation surgery scheduled for (B)(6) 2021, and has not rescheduled. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(6) this medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient, who's undergone primary breast augmentation with two 450cc mentor memorygel breast implants, suffered bilateral capsular contractures, (baker grade iii on the right breast, unknown baker grade on the left breast) and right breast firmness and ptosis post-procedure. The capsular contractures were diagnosed via physical examination. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021. This medwatch form is for the left breast prosthesis.